Event description:
A pt with a history of smoking underwent a single level hemilaminectomy (level unknown) using microsurgical technique. Epidural steroids and adcon-l were administered intraoperatively. One week later, pt presented with cerebrospinal fluid leak symptoms. A MRI confirmed a large pseudo-meningocele. Pt underwent a second surgical procedure. After the procedure, pt recovered without sequelae.